Event description:
The patient was implanted with a left ventricular assist device. Approximately 7 weeks post-implant, the patient was admitted to the hospital with the following symptoms: shortness of breath, diarrhea, general discomfort. While in the hospital, blood lab results revealed hemolysis and an echo showed that the left ventricle was not unloaded, despite and increase to the pump speed. A decision was made to exchange the pump.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.